Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient¿s parent, on 08/06/2025 at approximately 7:30 am, the patient awoke and the cgm value was 57 mg/dl. The patient ate cereal and additional food based upon the cgm values. The cgm continued to display low values. At 10:30 am the patient was nauseated and was vomiting. The bg fingerstick value was 498 mg/dl and the cgm value was 73 mg/dl. The patient unsuccessfully attempted to calibrate the sensor and then went to the emergency room (ER) for evaluation. After arrival the bg value was 376 mg/dl and the cgm value was 70 mg/dl. Calibration was attempted and the message again prompted the user to recalibrate in 10 minutes. Treatment at the ER included intravenous (IV) medications including IV fluids and anti-nausea medications. The doctor changed the insulin pump to manual mode and inputted the bg values into the pump for insulin dosing. The patient remained in the ER 4 hours and was subsequently discharged in stable condition. No other symptoms or details were available. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.